Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was reported to be due to the patient using another company¿s pd solution bag. There was no report of any issues or damage to the competitor solution bag; therefore, the cause of the peritonitis will conservatively be assessed as unknown. Two weeks after the peritonitis diagnosis, the patient was hospitalized for the event. The same day the patient was treated with intraperitoneal (ip) injection fortum (1 gm,daily for five days) for peritonitis. Five days after diagnosis, the patient began treatment with ip injection meropenem (1 gm, daily), ip injection amikacin (125 mg, daily), and ip injection vancomycin (1 gm, every fifth day) for peritonitis. At the time of the report the patient remained hospitalized, antibiotic treatment with meropenem, amikacin, and vancomycin was ongoing and the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.